Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were not getting the relief she thought she would and doesn't feel that it was hitting the right spot. The patient stated the pain was at her waistline but the tingling was happening below that and she still had pain in her lower back. The patient noted it did help with the pain in the right buttock. The patient had tried groups a and b which didn't help and was currently using group c as she felt she could stand up better. The patient had met with a manufacturer representative on (B)(6) 2018 for reprogramming. The patient currently had the stimulation off as she needed it on when she sat. The patient was directed to their healthcare provider to discuss the next steps. The indication for use was spinal pain. Additional information received from the healthcare professional reported that the patient was reprogrammed to help with the pain and the stimulation not hitting the right spot had been resolved. Further information received from the consumer reported that the device had never worked much. The patient stated that they had been reprogrammed three times and the stimulation is not hitting the right spot had not been resolved but had been marginally improved. Additional information received from the consumer via the manufacturer representative reported that she was not getting good coverage. An x-ray was taken of the spine that showed both leads had migrated down from t8/t9 to t9/t10. The patient didn't report any injuries or falls and had been wearing her abdominal binder until (B)(6) 2018 though she was supposed to be wearing it per physician orders. On (B)(6) 2018 the patient had her first post-op appointment and a x-ray showed the leads were still in position and the patient had good stimulation coverage in her low back and right hip. At a (B)(6) 2018 appointment the patient had adaptive stimulation programmed to help capture more of her lower back and the patient reported good stimulation using high density settings. During a (B)(6) 2018 meeting the patient had the adaptive stimulation sensitivity adjusted and had programming for the low back and right foot and had two programs added that gave good stimulation in the pain areas. After the x-ray on (B)(6) 2018 the patient was reprogrammed but the highest point they could feel stimulation was the top of their buttock. The patient did report still having good relief in her right leg and foot with the high density programming. The healthcare provider discussed a possible lead revision and the patient was unsure if she wanted to proceed with surgery. The issue was not resolved at the time of the report.